Manufacturer narrative:
There was/were 10 cases with a method code of testing of actual/suspected device. There was/were 13 cases with a method code of device not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in g.1., g.2., and h.10. There are a total of 22 reported devices being scratched. Updated findings report: there were nine cases with a method code of testing of actual/suspected device. There were 13 cases with a method code of device not returned. There were nine cases with a results code of operational problem identified. There were 13 cases with a results code of no findings available. There were nine cases with a conclusion code of cause cannot be traced to device. There were 13 cases with a conclusion code of cause not established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information received clarified one reported device reported on MFR report 1119421-2019-01830 and is now being reported on this report. There are a total of 23 reported devices being scratched. Updated investigation findings report: there were 18 cases with a result code of no findings available. There were 5 cases with a result code of operational context. There were 5 cases with a conclusion code of cause cannot be traced to device. There were 18 cases with a conclusion code of cause not established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was/were 21 case(s) with a result code of no findings available. There was/were 1 case(s) with a result code of operational context. There was/were 21 case(s) with a conclusion code of cause not established. There was/were 1 case(s) with a conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes 22 reports of scratched intraocular lenses (iols).